Manufacturer narrative:
Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she wanted to get a replacement insulin pump because it was cracked and chipped off on the back side of the battery compartment. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.